Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 456300004. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with downstream occlusion seal damaged and bubbled and battery contacts corroded. Event history log review was performed and found evidence of reported problem. Visual inspection and user mode testing were performed. The customer reported "error code 45630" was not duplicated. According to the investigation, at the first power up, the unit displayed error code 41301, "disposable bits not high" but subsequent power cycles did not reproduce either of the error codes. Further investigation found the pump dso seal peeling and bubbling but appears to be working properly. According to the investigation, due to the error codes recorded in the log, the main pwa will be replaced as a preventative measure. The problem source of the reported problem is unknown.